Event description:
Add'l info received on (B)(6) 2013. I had the essure done in 2007 after my third child. For a long time, I have not known what is wrong with me and my dr did not as well. I have been to the dr. I've had problems for a long time. Now I can't even enjoy sex, it hurts so bad. I'm tired all the time for hurting, my uterus is backwards. I am not able to enjoy life since the procedure. My hair gets thinner as the years go by and remember I am only (B)(6), so I am not old. I could go on. Unfortunately, I don't have insurance as of right now and this is not fair. The product caused a lot more than I have bargained for. It is not fair to me, my husband or my kids. I will have my day to speak soon. God bless you and may the lord guide you to make the right decision.

Event description:
I had the essure done in 2007. I've been to the dr not knowing what was wrong. "It has come to my attention essure all the symptoms are there and it all makes sense." I am a perfectly healthy (B)(6) with 3 kids. I have severe headaches low back pain. I can't have sex with my husband without being in tears. My uterus is backwards. My hair is thinning and I am tired all the time and just feel like I need to lay down. I bleed and then will bleed again. "Sometime, I feel as if I am miscarriage." I have to lay down and prop my legs up, sometimes when I am bleeding so badly. This is not fair to me, my husband or 3 kids. They want their mommy back and so do I. I have hot flashes or wake up sweating many nights. This is ripping my 10 years marriage apart. Please do something, I can't at the moment. I have no insurance. This is not fair, something must be done. Reason for use: 5 kids altogether don't want anymore.